Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr), multiple counting of the ECG signal and motion artifact contributed to the false detections. The response buttons were pressed after the 2nd and 3rd treatments had been delivered. The response buttons functioned appropriately. It was reported the patient¿s hands are weak. Patient is able to press the response buttons with their knuckles, but it is difficult. As reported, the patient was walking with a walker and fell while an arrhythmia alarm was going off. Patient reports they lost their footing and fell. The patient was unable to reach the monitor response buttons in time and was treated by the lifevest. 911 was called, an ambulance came and the patient received medical attention from paramedics. Patient continued to use the lifevest for a few days then decided to end use. No deficiencies were alleged against the device.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatment was confirmed and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the inappropriate treatments. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.